Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation with a mentor smooth round high profile 630cc saline prosthesis on (B)(6) 2018. After the prosthesis was placed, saline could no longer flow in or out, indicating an issue with the valve, and causing some leakage of saline into the patient. The procedure was continued without patient consequence by replacing the prosthesis with another implant, serial # (B)(4).